Event description:
The patient was hospitalized for emergency revision surgery due to her skin "splitting" at the site of the neurostimulator which was caused by a major "loss of fat." Further information was requested. See manufacturer report # 3004209178-2010-05363.

Manufacturer narrative:
(B)(4).